Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent cartridges were leaking at the septum. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 150 mg/dl.